Event description:
It was reported that an ilet bionic pancreas exhibited a touchscreen malfunction in which the user was unable to slide to unlock, consistent with a device display or user interface failure. Symptoms included no clinical effects reported. Outcomes included no impact to health reported. Investigation included customer interview, troubleshooting, and software review. Investigation of this case revealed that the issue was resolved by performing a firmware update, after which normal function was restored. It was concluded that the event was attributable to software that required updating, with no residual device malfunction following the update. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.